Manufacturer narrative:
(B)(4). The device has taken from the customer by baxter sales representative. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
This is a report received by baxter (B)(4) on 11 february 2010 from the facility representative. This report refers to a pediatric patient that used the colleague infusion pump used for controlling the infusion system. On (B)(6) 2010, the nurse heard that the infusion pump has given battery depleted alarm in a short time after plugged out and stopped during using on patient. Hospital staff does not willing to give any information about patient, remedial treatment or medical history of patient. The user interface module master software version is 5.48.92, categorized as remediated.there is no further complaint information available.